Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va09lpw, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient had troubles with their implantable neurostimulator (ins), a loss of therapeutic effect, and a return of symptoms. The issue began in aptril and the return of symptoms had been gradual. From implant to april the patient had no issues. In april the patient started to have one issue a week and then in july they had an issue three times a week. The patient had met with their healthcare professional (hcp) and a manufacturing representative a week prior to this report. During the appointment, changes were made to the patient's programs and the patient was told to monitor their symptoms. Since the apppointment the patient had not seen any changes and during the week the patient had been sick and coughing with more episodes. The patient stated that from monday until today the patient had ten episodes with four of them being yesterday. The patient further stated they had one fall this winter when they were shoveling and they fell right on their tailbone. The patient's hcp took an x-ray and the lead appeared to be in the correct spot. At the time of this report, the patient was on program 4 at 1.5v. The patient turned stimulation up to 1.8v and stated it was good/constant. This was the thrid program the patient had tried and they though they had been on program 2. The patient turned stimulation up to 3.2 on a past program, but that did not seem to help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s therapy was fine until (B)(6), where she started to have leakage again. The patient saw healthcare provider on (B)(6) and she was reprogrammed. The patient noted that the healthcare provider said two of the electrodes were, "not working the way it should". Patient then saw her doctor on (B)(6) and hcp (healthcare provider) switched her to program 3. The patient to see hcp again in (B)(6) if she still has leakage. The patient has leakage when she strains. It was noted for example when she picks up her granddaughter, or lift her husband's wheelchair, or when she gags while brushing her teeth. The patient said, she increase her stimulation from 2.60 to 3.20, but don't know how much further she should increase. The patient said, she felt discomfort, burning sensation at 3.80, so she decreased stimulation level. Symptoms reported had sudden onset. The patient¿s status was unknown.